Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified an opening, crease fold, wear abrasion, biological tissue, and a broken plug strap. Leak test was performed and found an opening on the device. A microscopic analysis was performed which identified a sharp opening in the anterior side. A dimensional measurement in the shell was performed which identified the thickness was within specification. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a sharp opening on anterior side due to an unidentified (tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side "rupture." Healthcare professional reported right side deflation and anxiety-product/procedure device remains implanted.